Event description:
It was reported that the tips appeared to overheat and melted sheath at the forceps end. The instrument became too unstable to use. This occurred with a second pair of forceps, the third pair worked and the procedure was completed with no harm to the patient.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.